Event description:
I was hanging the scheduled micafungin as a secondary IV. I linked it as per protocol in epic and spiked the bag and started the pump as usual. After doing a few other things in the room while I was in there I noticed that the micafungin was completely gone as if it was given as a bolus. I immediately checked the patient and assured I hung the micafungin on the correct line. I also turned on lights to ensure that I didn't spike through the bag. Once that was determined. I brought in another nurse to ensure that everything was done correctly. It was done correctly. The pump was discovered to be malfunctioning. The pump channel was changed out.